Event description:
It was reported the patient is not receiving effective therapy due to high impedances on their cervical lead. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: corrected codes to remove h6 - adverse event problem (refer to coding manual) 1924 - failure of implant.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein the migrated lead was explanted and replaced to address the issue.

Manufacturer narrative:
Corrected e1: initial reporter information. Reporter phone number: (B)(6). Updated: g2: report source: checked: foreign.

Manufacturer narrative:
The report of ineffective therapy due to lead migration cannot be confirmed by lab analysis. Analysis of the returned lead found it was cut during explant resulting in a stimulation end segment and a terminal end segment. Microscopic inspection of the stimulation end segment found a kink on the outer tubing where all internal wires were broken and a cam impression consistent with the use of a swift-lock anchor. The root cause of these fractures stems from a car accident the patient reported having that resulted in lead migration.

Manufacturer narrative:
Updated e1 initial reporter details. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.